Event description:
It was reported to philips that the device's image processing computer disk was full, which can prevent imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a surgery was performed when the issue happened. The procedure was complete by deleted patient data. A philips field service engineer (fse) inspected the system onsite and confirmed that the image disk is full. Upon some functional test, fse found that free disk space is too low, which caused the exposure intermittently failed. Fse recreated the ippc disk. After recreating the disk, the system returned to use in good working order. The codes were updated based on the investigation outcome.